Manufacturer narrative:
(B)(4) combined report. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. As this revision was required due to the patient falling post-op and experiencing a periprosthetic fracture, no further investigation is required and this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the cup and ecima liner after 13 days due to a peri-prosthetic fracture following a fall.